Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic amplitudes. The sensing vector was set to the primary vector. Also, the high energy shock impedance was 25 ohms, which is low but within normal limits. The weekly shock impedance readings were less than 30 ohms. The patient has lost over 100 pounds since implant. Technical services discussed the information with the caller. There were no additional adverse patient effects. The system remains implanted.